Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 12.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented to the operating room for a device change out due to normal eri. No electrical anomalies were reported on the lead. Induction test were unsuccessful and external defibrillation was used to convert the patient. Lead was explanted and replaced. Patient will be monitored.